Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was "high" (specific bg value was not provided); cause was unknown. Customer gave a correction bolus via the pump to address the bg level. After the initial report, the customer called back on the same day and determined the load sequence was not completed, which also contributed to the "high" bg. Reportedly, the customer completed a supply change to address the issue and insulin delivery was resumed. Recommendation was made to discuss diabetes management with a health care professional.